Manufacturer narrative:
Detailed product information was not provided to bsc, and was unavailable per the customer. Although the device was returned to bsc, the device lot # was not visible on the returned components of the device. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Device analysis: during visual inspection of the complaint device, it was found that there were cracks on the drug and coolant luers of the infusion catheter. It was also found that there was a kink in the ultrasonic core, approximately 7 cm from the luer barb. The drug and coolant luers did not leak during flushing, despite being cracked. However, it was observed that when the drug line was flushed, there was fluid leaking from under the infusion catheter strain relief. The strain relief was removed, and the infusion catheter tubing was observed to have a small hole in it which lined up with the ultrasonic core kink.

Event description:
It was reported that the ekos catheter was leaking at the device hub or manifold. An ekosonic device was selected for use to treat a bilateral pulmonary embolism. Two ekos devices were placed late in the evening. The following morning, staff observed that one of the ekos catheters was leaking. The leak was not reported as being clinically significant. The leak did not impact the administration of ultrasound or lytic, and thrombus resolution was achieved. There were no patient complications as a result of this event. However, device analysis revealed that there was a hole on a portion of the infusion catheter that would have entered the patient.